Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was admitted to the hospital. Customer alleged that the cause was related to the pump but declined to provide specific information and requested no further contact by tandem technical support. Customer reverted to using an alternate method for insulin therapy.